Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak was noted when the volt catheter was inserted into the agilis sheath. The volt catheter was removed, and the agilis sheath was aspirated with blood return. The volt catheter was exchanged and the procedure was completed with no adverse patient health consequences.